Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician was attemptimg to deploy a taxus expres2 2.5 x 12mm drug eluting stent in a lesion in an unk vessel but was having difficulty placing it. He retracted the system to try again and found that the stent was bent. The procedure was completed with another taxus stent. No pt complications occurred. Pt status is satisfactory.